Manufacturer narrative:
Additional information received stated the following: the "pump arrived to the biomed shop with red tag saying not completing infusion". The reporter also stated patient involvement was unknown, but there were "no reported injuries or incident report provided". Device evaluation: one pump was received for investigation with its top case cracked at front left corner, bottom case cracked at l-bracket mounting surface, and its right plunger case cracked at top surface. During testing, it was found that an "invalid syringe size" alarm occurred after only 34.023 ml distributed during occlusion test. It was also noted that an "invalid syringe size" error found in device's event history log related to early infusion stoppage. Based on the investigation and testing, the complaint was confirmed. The event problem source was noted to be from the device size pot not operating as intended, as a result of normal wear on the pump.

Event description:
Information was received indicating that a smiths medical cadd medfusion 3500 pump stopped "past way through infusion" and was noted that the power cord retainer was missing. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.